Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Compromised force sensor system alarm was not confirmed due to the device was accidentally cut. However loose and or protruded drive support disk was noted.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime. Customer stated the insulin squirted out during manual prime. Customer's blood glucose was 149 mg/dl. Troubleshooting was done. Customer reported the drive support cap was sticking out and there was a small crack on insulin pump casing. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.